Event description:
It was reported the patient had and an unknown infection at the device pocket. The patient had inflammation of the skin in the area of their scar. The patient was treated with protacine for three weeks. It was unknown if a culture was taken. The event was considered unknown if related to the stimulator and related to the implant procedure. The event was noted as resolved.

Manufacturer narrative:
Concomitant products: product ID 64002, lot # 0207291167, product type adapter. (B)(4).

Event description:
Additional information received reported there was an inflammatory scar. There was inflammation of the skin at the implant site. The patient had had an examination on (B)(6) 2013.